Manufacturer narrative:
A product correction letter was issued on april 15, 2019 to all customers with an installed alinity c processing module to inform them that individual cuvettes in a cuvette segment may become seated lower than the designed height under specific conditions causing the potential for falsely depressed patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors. These procedures will be updated in a future version of software and alinity ci-series operations manual. Complete correction/removal reporting number: 3002809144-04/15/19-004-c.

Event description:
The customer stated that falsely decreased (below assay linearity) results for multiple assays were generated on the alinity c processing module for five patient samples. No repeat results were provided. One cuvette segment on the alinity c was observed to be lower than expected. The segment was replaced. No adverse impact to patient management was reported. Glucose: sid: (B)(6) (less than 7); glucose: sid: (B)(6) (less than 7); triglycerides: sid: (B)(6) (less than 5); triglycerides: sid: (B)(6) (less than 5); cholesterol: sid: (B)(6) (less than 5).